Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient expired on (B)(6) 2018 due to cerebrovascular accident (cva). The outcome information was received from piedmont, atlanta, ga.

Manufacturer narrative:
Approximate age of device = 1 year, 8 months. Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. No additional information was provided. Multiple product return requests were sent to the account; however, heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.